Event description:
The end users son alleged his mother has cut her right leg just above her ankle on the chair and received 24 staples. He alleged his mother was cut by the front fork on the chair. He states as she was transferring out of the chair when the incident occurred. The son states his mother is on a blood thinner. He also alleged there is a sharp part on the front fork that he felt/inspected and allegedly nearly cut himself.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.